Manufacturer narrative:
Device received with a constant blank flashing white light display and constantly beeping due to corroded electronic assemblies. Unable to verify missing segments, partial display or critical pump error due to display anomaly. Unable to perform self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to a constant blank flashing white light on the display. The following were noted during visual inspection: corroded battery tube, corroded motor home switch, scratched case and pillowing keypad overlay. The p-cap does lock properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had open book image on the screen. Troubleshooting was performed. No harm requiring medical intervention was reported. The device will be returned for analysis.